Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, over the past three years the radiologist has had to provide additional (new) access in 20-25 patients due to hero graft failures. This report represents the eleventh of 25 patients.

Manufacturer narrative:
According to the report, over the past three years the radiologist has had to provide additional (new) access in 20-25 patients due to hero graft failures. This report represents the eleventh of 25 patients. Although hero 1001 is listed as the product code, both hero 1001 and hero 1002 were investigated. Multiple attempts were made to contact the complainant for additional information; however, all attempts were unsuccessful. Manufacturing records could not be reviewed as lot numbers were not provided. Possible lot numbers could not be determined as dates of implant were unknown. A review was performed of the available information. Twenty to twenty five patients required additional (new) access after hero graft failures "over the last 3 years." The hero graft IFU lists prosthesis failure as a potential vascular graft and catheter complication. The following information was not available: patient medical history, implant operative notes, and intervention operative notes. The specific relationship between the hero graft and the cases of hero graft failure cannot be assessed at this time without additional information. The IFU lists the following potential complications with the use of the hero graft: prosthesis failure, and partial stenosis or full occlusion of prosthesis or vasculature. The IFU states "the following patient considerations should be evaluated prior to initiating the implant procedure: the target artery must have an [interior diameter] ID of at least 3mm to provide adequate arterial inflow to support the graft." The IFU also states "as with conventional grafts, hero graft may occlude in patients with insufficient anticoagulation or non-compliance with anticoagulation medication."

Event description:
According to the report, over the past three years the radiologist has had to provide additional (new) access in 20-25 patients due to hero graft failures. This report represents the eleventh of 25 patients.